Event description:
(B)(4). I have chronic back, pelvic and neck pain since essure implanted in (B)(6) of 2012. I have ran a low grade fever ((B)(6)) almost daily since essure implanted. I'm in extreme pain while ovulating and menstruation is more painful since essure implanted. Having a bloated belly is painful, feels like pressure on the coils. Sex is really, really, really painful since essure implanted!!!! I feel exhausted and my body hurts regularly. I had an MRI done in (B)(6) 2014 to check coils because the pain was unbearable. It showed the left coil adhered to my uterus. I am scheduled for a hysterectomy in (B)(6) 2015. All I was trying to do was be responsible in making my choice to not have more kids; I have 3 boys, (visually impaired), (B)(6).